Event description:
It was reported that post a successful da vinci si hysterectomy procedure the patient expired. Reportedly, the patient's demise was unrelated to the da vinci si surgical system.

Manufacturer narrative:
No malfunctions of the da vinci si surgical system were reported to have occurred during the procedure and the hospital has continued to use the system to perform surgery on patients. On (B)(6) 2012, isi contacted the clinical sales representative (csr) and the csr indicated that he spoke to the surgeon and the surgeon indicated that the patient's demise was unrelated to the da vinci si system, instruments and/or accessories. The csr indicated that the surgeon stated that the patient was a large patient and during the patient's post surgical care the clinical staff had difficulty getting the patient to walk around. The surgeon indicated to the csr that multiple attempts by the surgical staff to get the patient to move around post operatively was difficult, as the patient reportedly preferred to relax instead of walking. The csr indicated that the patient may have developed an embolism, however, this has not been confirmed. Isi has contacted the surgeon several times concerning the reported event, however, no response has been received. A follow-up MDR will be submitted if additional information is received.